Event description:
Customer alleged the drive wheel came off and chair tipped over. (B)(4). Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m91, (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male who (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device has been reported by the dealer as abusive in the past. The consumer stated that recent maintenance of upholstery, seat and wheels was performed 3 - 4 months ago through (B)(4). The consumer was in a grocery store when the incident occurred. The drive wheel allegedly came off. He stated that when the wheel came off the chair allegedly toppled and he fell into the can goods section and allegedly bumped his head. The consumer did not seek medical attention. At the time of the incident, the shroud allegedly broke and the seat was punctured as well. According to the consumer, the lock nut allegedly was not tightened on the power chair. The consumer went to (B)(4) (non-invacare qualified dealer) and the lock nut was tighten at no charge for the consumer. The power chair is working at this time. (B)(4) will pick up the replacement chair and exchange it with the customer. Product is being returned for an inspection and evaluation.

Manufacturer narrative:
(B)(4) - chair was returned on #(B)(4), upon inspection the complaint could not be verified. Chair was visually and functionally tested, no discrepancies were found. RMA (B)(4) has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device has been reported by the dealer as abusive in the past. The consumer stated that recent maintenance of upholstery, seat and wheels was performed 3 - 4 months ago through (B)(4). The consumer was in a grocery store when the incident occurred. The drive wheel allegedly came off. He stated that when the wheel came off the chair allegedly toppled and he fell into the can goods section and allegedly bumped his head. The consumer did not seek medical attention. At the time of the incident, the shroud allegedly broke and the seat was punctured as well. According to the consumer, the lock nut allegedly was not tightened on the power chair. The consumer went to (B)(4)(non-invacare qualified dealer) and the lock nut was tighten at no charge for the consumer. The power chair is working at this time. (B)(4) will pick up the replacement chair and exchange it with the customer. Product is being returned for an inspection and evaluation.

Event description:
Customer alleged the drive wheel came off and chair tipped over. Brightree order (B)(4). Minor injury alleged.